Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of syncope. The right ventricular (rv) lead exhibited impedance issues, intermittent and loss of capture, oversensing and noise. This resulted in a polarity switch. The lead was explanted and replaced. The physician commented that, on explant, the lead appeared to be damaged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted there was symptomatic pauses due to non-capture noted on telemetry.